Manufacturer narrative:
Additional information has been requested. Product was not implanted and/or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
During a plate and screw procedure the surgeon was inserting a compression wire into the two hole straight plate and the wire broke. Surgeon could not remove 30 mm of the wire. Surgeon shifted the plate inserted another wire and completed the insertion of the plate. As the surgeon was removing the second wire it broke, leaving 30 mm of wire in the patient. Surgeon could not remove the two wires, 30 mm each wire remains in the patient. This is one of two reports for this event.